Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via a phone call that the reservoir compartment had a missing piece near the top of the reservoir. Customer stated that they have dropped the insulin pump a couple times on the bathroom floor. Customer mentioned that the insulin pump was not delivering insulin and she has treated with 15 units with no change in blood glucose readings. Customer was advised that the device will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with broken reservoir tube lip, minor scratches on the lcd window, cracked case at the lcd window corners, scratches on the reservoir tube window, cracked reservoir tube and cracked battery tube threads.